Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3889-28, lot#: va13tgm, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said the ins worked to some degree. Patient said when the device was first put in, they noticed their glutes and quads were contracting and not their bladder and their leg was really hard because it was contracting all the time. Patient said they went a year or two like this and went through physical therapy because they didn't know it could be the ins. Patient said they also noticed they weren't feeling the ins where they were supposed to (since implant). Patient said they aren't sure, but the ins could've worked right at first but not long enough to be of any benefit. Patient said most of the time they had it, it was causing contracting muscles. A year or two after receiving the implant, patient said they had imaging done to check the lead and they had the lead revised and the ins worked a little bit after that. Patient said the procedure took a long time, 1.5-2 hours, before they could finally get the ins "connected to the right nerves". Patient said this surgery also caused the patient other pain issues "they messed up" (patient did not elaborate on additional issues). Patient said the hcps supposedly got the ins to work right but it didn't last long. Patient said they always had their amplitude at a high setting maybe 5, 6, or 7. When asked for event date, patient said the ins never really worked so there wasn't much to notice. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va13tgm: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the cause of the lead revision was undetermined. The patient reported the most likely cause to be due to wrong placement/outdoor recreation. The issue was not yet resolved, but lead revision is planned. The cause of not feeling the ins where supposed to was also undetermined. The patient reported the most likely cause was due to poor placement. The patient reported they are still trying to use it as it works mildly.